Event description:
Pt had undergone emergency coronary artery bypass grafts on 7/2/96. Balloon was inserted at that time. On 7/3/96 at 1820 the balloon (intra-aortic) was removed by the surgeon after nursing personnel noticed blood in the tubing. A similar size and brand balloon was inserted.